Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. History record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following no intra-op complication noted. The patient underwent mua due to arthrofibrosis. After mua, the patient achieved 125-degree flexion with minimal resistance but had a difficult time extending the knee. Therefore, the patient underwent another mua for extension issue. Attempted aspiration but unable to obtain fluid from the joint, indwelling epidural catheter left in place for daily manipulations throughout the week. A definitive root cause cannot be determined. Per package insert: persona the personalized knee solution: poor rom is known adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:unknown;kne-unknown--art surface lot#:unknown. Item#:42502006401;femur cemented cruciate retaining (cr) narrow left size 8 lot#:63557913. Item#:00588604310;trabecular metal cruciate retaining monoblock tibial component: yellow, size 3 c-h, 10mm lot#:63564572. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 -01780. 3007963827 -2020 -00142.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced stiffness and arthrofibrosis. The patient underwent two manipulations under anesthesia approximately 1 month and 3 months post-op. At the most recent clinic visits, the patient denied pain and was ambulating without an assistive device. Complications appear to have resolved.